Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited increasing thresholds over time and decreasing impedance. It was noted that in the unipolar mode, pocket stimulation occurred. The lead was capped and replaced. No patient complications were reported as a result of this event.